Event description:
It is reported through the pt's attorney that the pt's hip dislocated twice which led to revision surgery in 2004. Pt through their attorney alleges that the poly liner failed because it was designed "too thin."